Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was treating herself according to unspecified results obtained on the adc freestyle libre sensor. Customer further reported "for several days (she) was having some symptoms like nausea, pins and needles". On (B)(6) 2018, customer's friend took the customer to the hospital and readings of 303 mg/dl, 427 mg/dl, 57 mg/dl, and 10 mg/dl were reportedly obtained on the hospital meter. Additionally, customer was reportedly diagnosed with hypoglycemia and treated with insulin and unspecified "medicine to decrease ketone level". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported she was treating herself according to unspecified results obtained on the adc freestyle libre sensor. Customer further reported "for several days (she) was having some symptoms like nausea, pins and needles". On (B)(6) 2018, customer's friend took the customer to the hospital and readings of 303 mg/dl, 427 mg/dl, 57 mg/dl, and 10 mg/dl were reportedly obtained on the hospital meter. Additionally, customer was reportedly diagnosed with hypoglycemia and treated with insulin and unspecified "medicine to decrease ketone level". There was no report of death or permanent injury associated with this event.